Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 7732545 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: a mentor smooth round moderate plus profile 375cc, catalog 3502375 sn (B)(4), lot 7732545. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 375cc and experienced capsular contracture baker grade iii/IV on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.